Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the slap hammer has been returned with the connector broken off below the pin. There are no signs of mis-use. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. After looking at the returned part, the connector on the slap hammer appears to have been broken below the pin. The location of the pin limits the amount of the force that is absorbed by the threads of the shaft. Approximately 1 thread is taking up the load leading to a failure below the pin. This complaint is valid from a design standpoint. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during use, the slap hammer broke into 2 pieces. This instrument broke where the shaft threads into the c-cup. It was being used in the cadaver lab, so there was no patient involvement. The device was property of pd so there was no replacement by chu. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).